Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of hospitalization was unknown. The customer had seizure while on pump and the doctor stopped patient from using the device and only wear enlite. Customer did not want to be transferred to helpline.